Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with noise being oversensing between the r-wave and t-wave. Programming changes were made to restore normal parameters. There were no patient consequences.